Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. Most patients undergoing the tavr procedure are elderly with multiple co-morbidities. Incidence of vascular complications ranges from 2% to 26% with transfemoral access and is related to vessel size, tortuosity and degree of occlusive disease in the access artery. The minimum required vessel diameter to safely accommodate a 14 fr esheath is 5.5 mm. In this case, there was no allegation or indication a device malfunction was the cause of the small dissection of the femoral artery. Investigation results suggest/indicate the patient¿s inadequate vessel size of 5.0mm with moderate calcification may have contributed to the advancement difficulties encountered with the initial delivery system and valve. No difficulties were reported with the second delivery system. The small dissection of the access vessel artery found upon removal of the second system and subsequent placement of a covered stent could have been a result of calcium being dislodged/pressed into the vessel, causing vessel lining tearing either during the insertion or removal process of the devices. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our affiliate in (B)(4), a 23mm sapien 3 valve was deployed by the transfemoral approach. The initial delivery system and valve were not able to be advanced through the 14f esheath. The delivery system/valve and esheath were removed together as a unit. Resistance was felt at the midway point of the esheath. A new kit was prepped. After prepping, the new delivery system was able to be advanced through esheath. The new valve was successfully deployed in the optimal position. A small femoral dissection was noted upon removal of second esheath. The dissection was repaired with a covered stent. The patient was discharged to the ccu in stable condition. At the time of the report, the patient was hospitalized in stable condition. The valve remains implanted in the patient. The access vessel minimum luminal diameter (mld) measured 5mm with moderate calcification and mild tortuosity reported. The second delivery system and esheath are not available for return to edwards lifesciences.